Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed as the lot number of this device is unknown. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. No conclusion can be drawn from the investigation. Root cause not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) a one-link needlefree IV connector in which a no-flow occured. According to the report, a bolus drug was no able to be injected because the line seemed blocked. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.